Manufacturer narrative:
Concomitant medical product: 4592-53 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple months of implant, the lead integrity alert (lia) triggered and the right ventricular (rv) lead exhibited high thresholds and a loss of capture. Oversensing of p waves combined with undersensing of r waves was also observed, along with double counting. A dislodgement was suspected. Lead therapies were programmed off, and the lead will be revised. The lead remains in use. No patient complications have been reported as a result of this event.